Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other five perclose proglide devices, are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with proglide devices using the pre-close technique via an 8f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, six proglide devices failed. It was reported the proglide foot would not close before being pulled out of the artery. The artery tore during removal. A stent was placed to treat the tear. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 14f and the tavr procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was a reported clinically significant delay in the procedure and therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. The reported patient effect of tissue damage is a known inherent risk of the procedure and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Additionally, returned, unused, sterile proglide devices were inspected and confirmed the foot deployed and retracted as expected.